Manufacturer narrative:
The lot number was not provided, therefore a lot history review cannot be performed. The device was not returned for evaluation, therefore the investigation is inconclusive for the reported failure as no objective evidence has been provided. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0600650 chronic catheter allegedly experienced a suction issue. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.